Event description:
It was reported that during surgery the main cuff (red) was set to 250mmhg and within 1.5 minutes the pressure kept going up and went to 350mmhg. Alarming high pressure and high-pressure error. The second cuff was okay. There was no patient harm or injury. There was no surgical delay reported. Due diligence is complete, no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4).the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was giving a high pressure alarm. The burkert and clippard valves were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.